Manufacturer narrative:
Unit received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on the back side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.